Manufacturer narrative:
H.6. Investigation summary: a mz1000 product was not available for investigation; however the customer indicated the complaint sample was from lot 22036344. The feedback provided by the customer indicates a "high pressure" alarm was detected at the start of a smofkabiven and sodium chloride infusion; no leakage or air in line were detected during use of the device, and no visible damage was detected. Further information provided by the customer suggests they cracked open the maxzero to investigate the detected occlusion. As part of the investigation, the customer provided photographs of their experience; analysis of the photograph suggests the male luer of the unknown connecting product appears to be deformed, however no obvious manufacturing defects are visible to the maxzero component. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22036344 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the complaint sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Previous investigations have identified that certain designs of male luer can cause a flow restriction or occlusion as it can grip onto the piston of the maxzero component preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months. H3 other text : see h10

Event description:
It was reported that 5 bd maxzero¿ needleless connectors were occluded during the smofkabiven and sodium chloride infusions. The following information was provided by the initial reporter: "occlusion nfc mz 1000 when connected to infusion pumps when using infusion pump when max zero is used, the pump alerts "high pressure", and stops. It occurs only when giving infusion of smofkabiven and sodium chloride. They have insured the infusion pumps are fine, the infusion set and clamp are open. When they remove the nfc, the pump does not alarm. A professional techniques has been involved, no problem recreate the problem."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: (B)(6) 2023. H6: investigation summary five mz1000 samples from lot 22036344 were received in sealed packaging for investigation. A connecting bbraun infusomat space line safeset was also received in sealed packaging to assist the investigation. The feedback provided by the customer indicates a "high pressure" alarm was detected at the start of a smofkabiven and sodium chloride infusion; no leakage or air in line were detected during use of the device, and no visible damage was detected. Further information provided by the customer suggests they cracked open the maxzero to investigate the detected occlusion. As part of the investigation, the customer provided photographs of their experience; analysis of the photograph suggests the maxzero was connected to an unknown male luer. A close inspection of the connecting male luer reveals it to be deformed with part of the piston having entered within the lumen of the male luer. A visual inspection of the returned maxzero devices did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. A close inspection of the male luer of the b.braun safeset did identify a concave luer tip, such features have in the past been identified to contribute to incompatiblity issues with the maxzero. The mz1000 samples were subjected to functional testing by connecting to a 50ml bd plastipak syringe from stock and flushing with fluid; no occlusion or flow restrictions were detected. The samples were then connected to the returned b.braun product and subjected to a short gravity infusion; initially a complete occlusion was detected with no fluid able to be drawn into the drip chamber or flow downstream, however by disconnecting and reconnecting the maxzero to the bbraun set, fluid filled the drip chamber and no further flow restrictions or occlusions were detected throughout testing. Three maxzero samples were then sent to the bd product test lab (ptl) for rate accuracy testing at various infusion rates; again, no occlusions or pump alarms were detected throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22036344 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was confirmed during testing with the b.braun infusion set that an occlusion was initially observed, previous investigations have identified that certain designs of male luer can cause a flow restriction or occlusion as it can grip onto the piston of the maxzero component preventing its proper collapse. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. H3 other text : see h10.

Event description:
It was reported that 5 bd maxzero¿ needleless connectors were occluded during the smofkabiven and sodium chloride infusions. The following information was provided by the initial reporter: "occlusion nfc mz 1000 when connected to infusion pumps when using infusion pump when max zero is used, the pump alerts "high pressure", and stops. It occurs only when giving infusion of smofkabiven and sodium chloride. They have insured the infusion pumps are fine, the infusion set and clamp are open. When they remove the nfc, the pump does not alarm. A professional techniques has been involved, no problem recreate the problem."

Event description:
It was reported that 5 bd maxzero¿ needleless connectors were occluded during the smofkabiven and sodium chloride infusions. The following information was provided by the initial reporter: "occlusion nfc mz 1000 when connected to infusion pumps. When using infusion pump when max zero is used, the pump alerts "high pressure", and stops. It occurs only when giving infusion of smofkabiven and sodium chloride. They have insured the infusion pumps are fine, the infusion set and clamp are open. When they remove the nfc, the pump does not alarm. A professional techniques has been involved, no problem recreate the problem."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.